Manufacturer narrative:
The sample is available for evaluation. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4)2011.

Event description:
The needle failed to retract, resulting in a needlestick injury to the nurse.